Manufacturer narrative:
Recurrent hernia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date. Approximately two to three months after the procedure, the patient experienced a recurrent hernia. The patient underwent a re-operation and the surgeon found no traces of the mesh nor was there any "fibrosis of body reaction to it."